Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient implanted with a trifecta valve less than two years ago presented with early valve failure due to confirmed structural valve deterioration on an unknown date. No additional information provided.

Manufacturer narrative:
Additional information: g3, g6, h2, h6, h10 an event of early failure of trifecta gt valve due to structural valve deterioration was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined